Event description:
Related manufacturer reference number:3006705815-2024-00095. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and cervical lead were explanted and replaced to address the issue. Migration of the cervical lead was noted prior to the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient experienced an undesired sensation at the ipg site. As a result, surgical intervention may be undertaken in the future.